Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Observation on the setscrew mark was noted on terminal pin. Further, the lead passed electrical testing, the lead tip was intact and undamaged.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated and exhibited high pacing thresholds. This rv lead was explanted. No additional adverse patient effects were reported.